Manufacturer narrative:
(B)(4). A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a diagnosis of bia-alcl," "intra and extracapsular rupture," ¿significant effusion,¿ and "a mass 40 mm tumor.¿

Event description:
Physician reported right side via regulatory agency a diagnosis of bia-alcl. The patient underwent an ultrasound which observed a intra and extracapsular rupture of the device with significant effusion with "thick periprosthetic". A "puncture" of the effusion was carried out and tested which showed "abundant pnn, absence of atypical element." The device was removed with total capsulectomy. A mass was observed within the capsule of 40mm. A sample of the capsule was tested and histopathological markers cd30 + alk- were confirmed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported right side via regulatory agency a diagnosis of bia-alcl. The patient underwent an ultrasound which observed a intra and extracapsular rupture of the device with significant effusion with "thick periprosthetic". A "puncture" of the effusion was carried out and tested which showed "abundant pnn, absence of atypical element." A mass was observed within the capsule of 40mm. A sample of the capsule was tested and histopathological markers cd30 + alk- were confirmed. The device has been explanted. Treatment: total capsulectomy.